Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our implant patient registry approximately 2 years, 10 months, and 2 days post transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve the valve was explanted for unknown reasons, and a surgical valve was implanted. Per medical records a recent transthoracic echocardiogram (tte) demonstrated a significantly elevated mean transaortic gradient of 46 mmhg across the tavr valve. Due to these findings and ongoing symptoms, the patient was referred to cardiothoracic surgery for evaluation of potential tavr explant, redo aortic valve replacement, and further surgical management options. The operative note stated the patient presented with a tavr valve with structural valve deterioration, aortic stenosis and paravalvular leak 2 years after implantation. Under general anesthesia, the patient had redo aortic valve replacement and transcatheter aortic valve explantation. An aortotomy was performed. The tavi device was then inspected. There were significant hypoattenuating leaflet thickening and thrombus in the cusps of all 3 leaflets. There was fibrotic ingrowth onto the strut of the tavi, as well as onto the actual cusps of 2 of the cusps thereby constraining the motion of the transcather aortic valve implantation (tavi). The tavi device also had a very large paravalvular leak where the tavl device did not meet the anulus at the left non-commissure.